Event description:
This report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-06153 for a description of the first device. It was reported to boston scientific corporation that after throwing the first mesh leg through the sacrospinous ligament. During an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the physician was not satisfied with the placement of the leg within the ligament. The needle detached form the mesh leg, inside the patient, as the physician was removing the leg to reposition it . Using forceps, the physician retrieved the needle and removed the entire mesh leg assembly. The physician completed the procedure with another pinnacle anterior pfr kit, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.